Event description:
The affiliate reported the customer alleged a small amount of cleaner solution and diluent leaked outside the instrument with diluent comparison out of limits system error involving coulter lh 500 hematology analyzer. The customer indicated the fluid leaked from the right side of the instrument onto the laser shield and counter. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer had on gloves, a laboratory coat, and eye protection. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a cut in pinch valve pv49 tubing which caused the fluid leak. The fse replaced all the tubing on pinch valve pv49 and verified the instrument was in normal operation. The fse stated the fluid leak prompted the diluent comparison out of limits system error message which stopped the instrument from operating. The instrument conformed to the manufacturer's published performance specifications. (B)(4).